Event description:
The patient reported their blood glucose (bg) level reached 320 mg/dl, while wearing the pod between 25 and 36 hours. The patient administered several correction boluses, but they were ineffective. While checking the pod, the patient noticed it leaked insulin. Additionally, the adhesive was observed to have gone under the cannula, causing it to become dislodged and bent. The patient successfully applied a new pod, and resumed treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.